Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of patient episodes noted what appeared to be the false detection of ventricular arrhythmias as atrial arrythmias and supra ventricular tachycardia (svt) episodes due to possible retro grade conduction. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.